Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. However, novolog cartridge holder was received making it hard to fit into humalog inpen. The inpen paired to the commercial app. No anomalies noted during visual inspection. In conclusion: novolog cartridge holder was send to patient making the cartridge holder fit tightly into humalog inpen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the inpen needle wasn't fitting in the inpen. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was not performed, but the customer was informed that the inpen will be replaced. No harm requiring medical intervention was reported. Mmt-105elblna was returned for analysis.